Event description:
It was reported that the procedure was cancelled. The target lesion was located in the liver. A direxion fathom-16 system was selected for use. During procedure, the microcatheter was in patient and attached to the victoria syringe from the vectorio system. The syringe had lipiodol, doxorubiun and visipaque in it to administer to patient. The lipiodol/doxorubiun combination was given at approximately 1500 and was being slowly pushed for approximately 10 minutes. After it was administered, it was noted that the outer rim at the hub of the microcatheter could not be removed as it had melted. The physician was unable to give particles due to malfunction microcatheter and had to be removed. The procedure was cancelled as a result. No patient complications were reported.